Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 77-year-old male patient presented to his office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2024 at tooth position #22. The implant was not placed immediately after extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2024 after healing abutment placement. During the examination, the doctor discovered that the implant had failed to osseointegrate, and the implant was removed on the same day of the visit using an abutment screwdriver. The implant was not replaced. Additionally, it was noted that the healing abutment was placed at stage 1, and four months later it was found to be loose. The patient exhibited inflammation and granulation/fibrous tissue around the implant, which resolved after removal of the implant. The prosthesis consisted of a single tooth, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had type ii bone quality and good oral hygiene.